Event description:
It was reported that the pump was re-booting. The battery was reportedly changed and the pump beeping with a blank screen. New batteries were purchased and the pump is still beeping with a blank screen. The battery cap is reportedly secure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history indicated no power issues. There was no activity outside normal use observed in the pump histories. There was no damage found to the battery cap or compartment upon visual inspection. The pump powers on with a blank display screen. When a test display was inserted, the display functions properly. Investigation revealed a damaged display flex which is not likely to cause an adverse event as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.